Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the left ventricular (lv) lead was subsequently capped and replaced.

Event description:
The patient reported experiencing diaphragmatic stimulation approximately two to three weeks after implant. The patient also reported that the lead was capped and replaced, however follow up investigation could not confirm this claim. It was further reported that the stimulation was due to the left ventricular lead, and that the device was reprogrammed to right ventricular only mode. Records show that the left ventricular lead remains in use. No patient complications have been reported as a result of this event.